Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the patient was placed on impella cp for hemodynamic support. It was reported that the left femoral artery was accessed for impella implantation, and two percloses were placed. One perclose failed so the plan was to place a 8f angioseal during explant. After the procedure was completed, the impella was weaned and removed in cath lab. The 8f angioseal also failed, so the decision was made to send the patient to the operating room for surgical repair and closure. Hemostasis was achieved with surgical repair wound closure with femstop and manual compression.